Manufacturer narrative:
Upon receipt of customer information. Personnel from relevant departments are organized to investigate the root cause. No abnormality was found during retained sample tests and products records review and simulated usage test, based on the current investigation performed, more information is needed for the root cause determination. As for the problem related to the safety mechanism, it may resulted from insufficient information on the other activation method using the thumb, therefore it is recommendd to revise the instructions for use for the customer to remind the user of activation method.

Event description:
The customer complained that the 21g safe blood collection needle product was separated and it was very difficult to activate the safety device, requiring a hard surface to activate. The needle was blunt and injured the patient.